Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim display with discolored text. The keypad cover was peeling from the base but no tactile issues were found with the buttons. Removal of the keypad cover did not find any anomalies with the button contacts. Initial reporter name and address: (B)(4).

Event description:
The pump was returned for investigation. Investigation found a dim and discolored display. This report is made based on the results of investigation completed on 12/15/2014.